Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. There were no visible issues noted to the device. During the procedure, the physician placed the stent over the guidewire and attempted to advance the stent to the desired location. There was resistance at the proximal side of the stricture when crossing the lesion. The physician noted that the tip of the device was partially deployed under perspective imaging. The stent was unable to advance further through the stricture and was removed from the patient. The procedure was not completed at this time due to this event. Another stent was placed at a later unknown date to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. There were no visible issues noted to the device. During the procedure, the physician placed the stent over the guidewire and attempted to advance the stent to the desired location. There was resistance at the proximal side of the stricture when crossing the lesion. The physician noted that the tip of the device was partially deployed under perspective imaging. The stent was unable to advance further through the stricture and was removed from the patient. The procedure was not completed at this time due to this event. Another stent was placed at a later unknown date to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was deployed by 3 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.